Event description:
The patient stated that he experienced the separation of his infusion set tubing at the luer-lock connection. He stated that he had been carrying his suitcase while traveling, and he believed that the movement may have "torn" the tubing from the luer-lock. He thought he had smelled insulin at one point during the day and he checked his tubing. At that time it was intact. He stated that he then went for a walk and checked his blood glucose level when he returned. He observed a blood glucose reading of 471 mg/dl at that time. He reported a normal blood glucose range of 80-120 mg/dl. He did not report specific symptoms related to his elevated blood glucose. As a result, he checked his tubing and observed the separation at the luer-lock. He noted that the inner tubing was still slightly attached. The outer tubing was completely separated. He gave himself 12 units of insulin by injection to correct his elevated blood glucose. He then changed his insulin cartridge, infusion set tubing and headset. He bolused 1 add'l unit of insulin using his infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.